Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that during a hysterectomy, after the surgeon used the device to cut tissue, the jaws of the device would not reopen when she tried to use the device again. The device did not lock onto patient tissue. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from the jaws of the device.